Event description:
It was reported that the drain bag tubing broke off. It was stated that less than an inch of tube was stuck out of the patient and reporting nurse managed to hold the tube outside of skin with tweezers until charge nurse could get to room. Hemostats were used and the rest of the tube was removed intact.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be " drain was nicked with sharp object such as a trocar / user not aware of device limitations:- additional perforations were made in the drain , drain was sutured through, drain was rapidly removed from patient ,free motion was not checked during drain closure". It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The DHR review could not be performed without a lot number. The instructions for use were found adequate and state the following: " to avoid the possibility of drain damage or breakage: · avoid suturing through drains. · drains should lie flat and in line with the skin exit areas. · particular care should be taken to avoid any obstacles to the drain exit path. · drains should be checked for free motion during closure to minimize the possibility of breakage. · drain removal should be done gently by hand. Drains should not be handled with pointed, toothed or sharp instruments which could cause cuts or nicks and lead to subsequent structural failure of the drain. · surgical removal may be necessary if drain is difficult to remove or breaks." " drain placement · the surgeon should irrigate the wound with sterile fluid, then suction the irrigating fluid and gross debris from the operative site. · tubes should lie flat and in line with the anticipated skin exit. To facilitate later removal by manual traction, the tubing should not be curled, pinched, or sutured internally. · positioning of the drain in the body cavity, as well as the number of drains indicated, should be determined by the operating surgeon. · drain tubing should be placed within the wound by approximating the areas of critical fluid collection. · care must be taken to ensure that all drain perforations or channels lie completely within the wound or cavity to be drained. · taping or a triple loop suture (around and not through the tubing) will aid in preventing accidental drain displacement. · deep drainage is best accomplished by using one or more drains for each level of tissue. Each level should be evacuated by a separate vacuum source. · care must be exercised to avoid damage to the drain (see warnings). The tubing should be repeatedly checked during closure for free motion to avoid breakage and/or fragment retention within the wound." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the drain bag tubing broke off. It was stated that less than an inch of tube was stuck out of the patient and reporting nurse managed to hold the tube outside of skin with tweezers until charge nurse could get to room. Hemostats were used and the rest of the tube was removed intact.